Manufacturer narrative:
The mayfield modified skull clamp (B)(6) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation was unable to replicate slippage of the returned unit. However, the unit has a slight movement in the lock, but this would not allow the clamp to slip. When the unit is properly positioned and put under pressure, it will not slip. The unit has not been serviced for two years, so it is recommended for preventative maintenance and for replacement of all worn internal components (roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings, wave springs and helicoils). Further, since patient injury was involved, the unit was sent to quality engineering (qe) for further investigation and the findings of the service & repair report were confirmed by qe, specifically that there was slight movement in the lock and minor signs of wear around the starburst teeth. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during an unspecified procedure and there was an injury to the patient. Additional information has been requested.